Event description:
It was reported by svc report that the 10 holes in the mounting block are not in a straight line. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation still underway.